Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen cracked while the patient was playing baseball, rendering the screen unusable and unresponsive; the issue involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.